Event description:
Pt reports that cadd ext tubing lot number 57 x 242 that she received was not useable. It was either melted and kinked so much that it was not flexible enough to use or it had been punctured. This is the second complaint about the tubing from this patient. Pt did not change her line last night as a result and is still using her old line for the veletri. Sending same day courier with new lot of extension tubing for patient. Reported duration is when patient likely started using this lot of tubing per our notes. No harm done to patient, veletri still running as prescribed. No further information is available. Dates of use: (B)(6) 2017 to present. Reason for use: primary pulmonary hypertension.